Event description:
(B)(6), rns, and techs reported concerns with current exam gloves stocked on the unit. Product has been reported as tearing when applying and also being torn or missing fingertips when initially removing the product from the box. Inquiry regarding this concern was also asked of our opcc team, who further validated that they have experienced the same sporadically. Lot/serial numbers of all affected product is unknown. Lot number below represents product that initiated this product concern